Event description:
Patient reported "no complaint against the device". Healthcare professional later reported "deflation". Healthcare professional later reported "l. Rupture" and removal of intact implant. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.